Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the customer contacted the da vinci surgery technical assistance team (dvstat) and reported that they had a fault. The customer stated that the system reported error 48245. Before calling dvstat, the customer had power cycled the system 3 times, but the issue remained. Replacing the lamp module also could not fix this issue. The lamp module hour was at 66. The tse suggested the customer to use the 3rd illuminator to continue the procedure. The customer would follow up. The tse recorded the information and a work order (wo) was dispatched. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the illuminator. The system was verified and ready for use. The unit was analyzed and no issue was found that would relate to the reported complaint. The unit was then installed and programmed onto the golden system where the reported failure was replicated. An error 48245 was triggered pointing to failing illuminator. The reported issue was successfully replicated. The complaint was confirmed by failure analysis. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.